Event description:
In 2005, the operator attempted arteriotomy closure using a perclose proglide device after an intervention. Fluoroscopy was performed prior to the procedure and revealed the following: vessel size is unknown, the vessel was "moderately calcified" and the site was confirmed in the common femoral artery. It is unknown if there was scar tissue at the groin site. Reportedly, there was "resistance during device insertion and removal." The operator "twisted and prodded" on the device and the device broke. It is unknown if the operator determined the cause of the device being stuck. The patient was sent to surgery for device removal. The patient is still "in-house" in the rehab department, and it is reported that this in-patient stay is not related to the event that occurred. At last report, the patient is "slowly progressing."